Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent laparoscopic repair of parastomal hernia with mesh. Revision surgery not scheduled, but recommended.